Manufacturer narrative:
(B)(4). Films review and analysis: review of cta from 6 weeks post-implant was performed. Images were non-contrast and poor slice resolution (5mm) thereby making the assessment more difficult. The films confirmed that an endurant system was implanted; the ipsi limb and extension were placed on the right side, and the contra limb on the left. The max diameter aaa was approximately 7cm. The right limb does not appear to be within the right iliac artery and is floating within the sac. The distal right limb od was 17mm. Lack of contrast could not confirm any endoleak or stent graft patency, and the diameter of the right common iliac artery and iliac artery tortuosity also could not be determined. The left limb was approximately 2cm within the left common iliac artery. No other stent graft issues were observed. The exact cause of the stent graft limb pulling out of the right common iliac artery, leading to the distal type I endoleak, could not be determined from the images provided. Pre-implant films and films during implant were not available for review. The location of the limb at implant and the current size of the iliac artery could not be determined. This may have been due to lack of sufficient oversizing or seal length at implant. Iliac artery tortuosity, which was also unable to be assessed, may have also contributed.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.9 cm in diameter abdominal aortic aneurysm. It was reported that on a follow up CT scan done 6 weeks post-implant, the endurant limb was observed to be floating in the sac resulting in a distal type I endoleak. The patient received an intervention where a 16x20x82 was implanted in the right cia. The endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.